Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were very pregnant (pt clarified like 5-6 months pregnant) and their "pregnancy was pushing on the device" and reported the "device I guess with scar tissue was being pushed up and it was painful in my skin" so pt stated their obs decided on their own to partially put pt under and remove just the implant and leave the lead. Pt stated this was in 2011 or 2012 that they had their implant removed but the lead was left implanted. Pt stated they never said anything else at the time the lead was left implanted as to why the lead was left implanted. Pt reported they are having back issues and they need imaging of their back now but no one will perform an MRI "or even touch it". Pt stated they are having problems with getting imaging completed with only the lead left implanted. Pt stated they don't know who to talk to as they have no information on their implanted system. Pt stated they don't know why they left the lead implanted and stated they feel like it could be rem oved but stated their urologist does not work with [manufacturer] devices so they told pt they did not think they could remove the lead. Pt stated the dr that implanted the device went out of practice. Pt provided event date as issue above as 2011. Pt stated they did not recall name of managing healthcare provider at time of event but stated hospital was (B)(6) medical center in (B)(6). The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Emailed pt physician listing per pt's request.